Event description:
A posterior procedure was done as supplement to the axialif procedure. Patient developed a subcutaneous infection at the site of the posterior procedure. Explant in 2006. This event is being reported because the procedure may have contributed to the event. Evidence is inconclusive as to the source of the infection.

Manufacturer narrative:
Explanted device not returned to trans1. Unable to evaluate actual device.